Event description:
Procedure type: unk. According to the reporter: a white half moon oval of plastic fell off into pt preperitoneal operative site. Port began to leak pneumoperitoneum after that. This occurred nearing end of case, they chose not to insert another trocar. The plastic piece was retrieved from pt. No tissue damage and no pt injury was reported.

Manufacturer narrative:
(B) (4).